Event description:
Information received a smiths medical cadd pump. Delivered only 200 ml of parenteral nutrition that was programed for 1500 ml. The patient mother realized no longer infusing, so the program was restarted for second time for the program to completely flush and infuse. No harm to the patient and event occurred during the night. The pump model was not reported.